Manufacturer narrative:
Device manufacture date is unk. Per RMA, a replacement camera was sent to site. Upon return of suspect camera the findings showed, when connected to known good system, the position sensor unit (psu) returned only red status indicating communication but no tracking. No impact on pt outcome reported.

Event description:
Medtronic ent rep called in and stated that the site reported during a case they had red/green status with all instruments and the head tracker with the evolution system. Site attempted to troubleshoot and were able to get a tracer registration after the 2nd try, but with difficulty. The case proceeded with no impact to the pt, and there was no allegation of inaccuracy.